Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for both the tibia and talus. The physician believes that the tibia needs to be replaced and corrected from its varus position. The talus showed slight loosening on the CT over a year ago so the physician is 90-95% sure they want to revise the talus as well.

Manufacturer narrative:
Correction - h6 (results code and conclusion code) the reported event could be confirmed based on available medical records and health care experts opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Formal medical opinion was sought from an experienced independent medical expert as below; ¿the CT-scan shows an inbone tar wit a tibia tray, one base stem and one top stem component, an intact pe-liner and an intact talar dome. The tibial component has subsided into a varus position. The tibial shows some radiolucency around it, however most parts are still well-fixed to the bone.¿ a review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by poor bone quality if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for both the tibia and talus. The physician believes that the tibia needs to be replaced and corrected from its varus position. The talus showed slight loosening on the CT over a year ago so the physician is 90-95% sure they want to revise the talus as well.